Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during her treatment. The cycler alarmed and she found fluid leaking on the floor. The set was not made available for evaluation. During follow up the patient's pd nurse reported the patient did not have any further complications. No additional information was provided.